Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The 85% stenosed target lesion was located in the severely calcified left anterior descending coronary artery. Access was obtained via the femoral artery, but the taxus liberte 4.50x16mm stent delivery system was unable to cross the target lesion. The procedure was completed with another taxus 4.0x16mm stent with no patient complications. The patient's condition post procedure was reported to be "good". However, product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination found that the stent was damaged. Struts on the first row from the distal edge was slightly raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).